Manufacturer narrative:
Product event summary: the device was returned, analyzed,and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had pushed their implantable loop recorder (ilr) out of the pocket as there may have been an adhesion issue. The ilr was removed and the suture site was closed. It was noted that antibiotic therapy was given. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).